Manufacturer narrative:
An internal biomérieux investigation was performed and a root cause identified. The root cause for the false positive/negative results was that the customer was using fan plus media and the lis had not been updated to accommodate this media. The reason why the lis wasn't updated was due to the fact that the customer letters were sent far in advance of the customer upgrading to fan+ media. With any bottle running on the incorrect algorithm, there is a potential for incorrect results. Bactt/alert 3d firmware release b.50 was launched in june 2016, and will help mitigate this issue by ensuring that the instrument is running on the correct algorithm based on the bottle ID code. Mandatory action required (mar 3115) was issued on 20oct2016 that instructed the subs/distributors to send letters to the existing fan+ customers and also to any customers planning to begin testing with the fan plus media.

Event description:
A customer reported to biomérieux they had a bact/alert® 3d instrument that was processing bottles utilizing an incorrect bottle type, generic instead of fan plus. The bottle type is being sent from the customer's lis, which is not a biomérieux product. A review of the instrument back-up was performed by gcs. During this review, it was noted that the bottle was being scanned into the system by the user and was registering as the proper bottle type. Then the lis was transmitting the information and the bottle type was being overwritten with the generic bottle type. The bact/alert system is operating as intended and configured.